Manufacturer narrative:
Supplemental submitted to correct conclusion codes and patient and device codes. (B)(4).

Event description:
Additional information received reported that the patient's implant from 2010 would only stimulate the rectal area and the implant never helped with their symptoms and the manufacturer representative was aware and at all of their appointments. The patient went back many times for reprogramming but they couldn't get it to help with their symptoms. They decided to put in a new stimulation to get stimulation to a different area to hopefully control more of their symptoms. The ins was explanted and replaced in 2012.

Event description:
It was initially reported on (B)(6) 2011 that the patient experienced a loss of therapeutic effect. It was then reported on (B)(6) 2012, the patient experienced stimulation in the wrong location and experienced a loss of therapy since the fall of last year. Follow up information revealed the patient underwent a replacement surgery due to a misplaced lead on (B)(6) 2012. It was reported that the issue was "resolved."

Manufacturer narrative:
Lead model: 3093-28, lot #: v584076, implanted: (B)(6) 2010, explanted: unk; programmer model: 3037, serial #: (B)(4). (B)(4).

Event description:
Additional information received by the representative reports that the representative had no idea of the exact date but just that the system was replaced due to a lead placement issue.